Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited inappropriate shock due to oversensing noise. The lead was reprogrammed to disable defibrillation therapy. The patient was stable.